Event description:
The user received questionable creatinine results from the cobas c501 serial number (B)(4). Of the data provided, the results for one patient sample were discrepant. All results are in mg/dl. The initial result was 1.0. The repeat result on another cobas c501 analyzer was 1.3 with a data flag and on another cobas c501 analyzer was 1.3 with a data flag twice. The initial result was reported outside the laboratory. The user refused to provide information concerning if the patients were adversely affected as she stated she had no way to determine this. No corrective reports were generated. Upon evaluation of the analyzer, the field service representative determined there was a fluidic failure of the sample probe. The user replaced the sample probe. To verify the analyzer operation, the field service representative ran calibration, quality control and performance testing with all results within specification.

Manufacturer narrative:
Other assays related to this event are reported in medwatch reports with patient identifiers: (B)(6).

Manufacturer narrative:
Further investigation could not be performed as additional information was not provided. The customer changed the sample probe which appeared to resolve the issue. The issue has not recurred. No adverse events were reported.